Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump¿s batteries were not lasting long. They had received a failed battery test alarm. Troubleshooting was performed. They were advised that if alarm is not cleared the failed battery test alarm will recur with each new battery inserted. It was found that the contacts on the battery cap was damaged. They were sent a replacement battery cap. They were advised to monitor the insulin pump. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.